Manufacturer narrative:
Investigation findings: to date, the blade has not been returned to the MFR for investigation.

Event description:
It was reported that during pre-op testing of this device, the blade part fell off when applying slight movement to the blade by hand. There was no injury to the pt/staff during this event.